Event description:
It was reported that the patient underwent a posterior approach sacroiliac joint fusion l5-s1 using rhbmp-2/acs in combination with posterior instrumentation and a peek cage. Post-op, the patient developed "severe post-operative complications including but not limited to ectopic bone growth encroaching on nerve roots and surrounding tissue proximal to implantation of devices, necessitating revision surgery to explant all devices, with exception of the lt-cage, in 2008. Patient continues to suffer from complications currently being managed through pain medications. Medical records appear to have been altered in the device implant records are missing. Post-operative radiograph from second revision surgery indicates that all devices but the lt-cage were explanted. It is likely that the second spacer/cage implanted during first surgery failed by not containing the rhbmp-2/acs component and thereby leaking into surrounding areas causing ectopic bone growth."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.